Manufacturer narrative:
Concomitant medical products: product ID: 748266, lot# serial# (B)(4) implanted: (B)(6) 2006, explanted: (B)(6) 2006, product type: extension. Product ID: 748266, serial# (B)(4) implanted: (B)(6) 2006, explanted: (B)(6) 2006, product type: extension. Product ID: 7436, serial# (B)(4) implanted: (B)(6) 2006, explanted: product type: programmer, patient. Product ID: 3389s-40, lot# v012196, implanted: (B)(6) 2006, explanted: (B)(6) 2007, product type: lead. Product ID: 3389-40, lot# j0546380v, implanted: (B)(6) 2006, explanted: (B)(6) 2007, product type: lead. Product ID 748266 lot# serial# (B)(4) implanted: (B)(6) 2006, explanted: (B)(6) 2006, product type: extension. Product ID: 748266, serial# (B)(4) implanted: (B)(6) 2006, explanted: (B)(6) 2006, product type: extension. Product ID: 3389s-40, lot# v012196, implanted: (B)(6) 2006, explanted: (B)(6) 2007, product type lead product ID: 3389-40, lot# j0546380v, implanted: (B)(6) 2006, explanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported the patient¿s system was completely removed due to infection. The implantable neurostimulator (ins) and extensions were removed on (B)(6) 2006 and the leads were removed on (B)(6) 2007.